Manufacturer narrative:
One photo was provided for review. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 06/2021).

Event description:
It was reported that after stent deployment in the common iliac vein via common femoral vein access, the delivery system was allegedly caught on the introducer sheath during retraction. It was further reported that the delivery system and introducer sheath were removed together as one unit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The information available does not reasonably suggest a manufacturing process may have caused or contributed to the reported event. Investigation summary: based on the investigation of the delivery system and the image provided it was confirmed that the stent could be deployed, and that the delivery system got stuck on the introducer sheath during removal. An indication for a manufacturing related issue could not be found. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU state that a 10f introducer is required for access. The IFU further state that predilation of chronic lesions with a balloon dilatation catheter is recommended. H10: d4(expiry date 06/2021). H11: h3, h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after stent deployment in the common iliac vein via common femoral vein access, the delivery system was allegedly caught on the introducer sheath during retraction. It was further reported that the delivery system and introducer sheath were removed together as one unit. There was no reported patient injury.